Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology - occluded lesion), deformation problem; evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - occluded lesion), known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to an occluded lesion in the rca but the device could not pass the lesion. The lesion was pre-dilated. The physician used a new device to complete the procedure. The endeavor resolute device had been inspected before use with no issues noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The stent was deformed from the 4th proximal segment up to and including the 5th distal segment, the first distal segment also had a raised strut. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).